Event description:
It was reported that during surgery, there was a short circuit in the diathermy cable, which caused the operators glove to turn black and the apparatus to stop working. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the technical investigation of the returned product, the following was found: a crack was found in the cable, where it looks like a lot of heat has been generated around the crack. Furthermore, the application counter of the cable was found to be at zero. Conclusion and root cause determination: according to the investigation by karl storz tuttlingen, the cable has been used outside the recommended number of applications. The cable has been used for too long and has suffered too high a contact resistance after the kink protection on the instrument side due to mechanical forces. At this point, the cable heated up very quickly and burned out. Relevant warnings / instructions on correct handling, visual inspection and life span are included in the IFU. The event is filed under internal karl storz complaint ID: (B)(4).